Event description:
While troubleshooting the pump for an alarm, the patient noted small air bubbles in the cartridge. The patient was able to remove the air bubbles by pushing the cartridge plunger, and was able to successfully prime with pump. There is no further information available at this time. This complaint is being reported because air bubbles in the cartridge have the potential to lead to under-delivery of insulin.

Manufacturer narrative:
Common device name was reported as insulin infusion pump. Correction: common device name is insulin pump cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.